Manufacturer narrative:
The lead was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced during a routine device change out. The lead had exhibited increasing pacing threshold measurements, to 3.0v@0.8ms. It was noted the patient was pacemaker dependent. Following the procedure, all lead values were within normal limits. No additional adverse patient effects were reported.